Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the second of two reports (same user facility, same product ID, same lot code, similar incidents, different pts, different incident dates). It was reported that two a1059 (mayfield modified skull clamp) were involved in pt incidents. No other info provided. Add'l info was received from the integra sales rep on (B)(4) 2014 with the following: both incidents were identical, just a few days apart both involving a1059 skull clamps. The skull clamps were sent back to mayfield and there is no way of knowing which clamp was involved in which incident. The date of the events are (B)(6) 2014. Same info known, procedure performed, surgeon and outcome for both incidents. Pt gender and age were unk. The type of procedure was a posterior cervical fusion. The pt was positioned prone and no position changes. The surgery was not performed with a stereotaxy device. The pt slipped in the skull clamp causing laceration to head. It was noticed at the end of procedure when disassembling the skull clamp. Surgery was completed. It was unk if further medical attention was required for the laceration. No further info provided.